Event description:
It was reported that the user experienced signal loss between the freestyle libre 3 plus cgm and the ilet, removed the new sensor, and subsequently shut down the pump; the pump was then operated without cgm input with manual blood glucose entries. Symptoms included no insulin delivery without associated alerts or alarms. Outcomes included temporary interruption of automated insulin delivery and reliance on manual operation for up to 72 hours until cgm reconnection. Investigation included customer support troubleshooting and user education regarding manual bg entry and pump operation without a sensor. Investigation of this case revealed the device functioned as designed when cgm data were unavailable, with the pump permitting limited-duration operation and requiring bg entry. It was concluded that the event was related to cgm signal loss and sensor removal, with no device malfunction identified for the pump.